Event description:
It was reported to boston scientific corporation that a rotatable small oval med stiff snare was in the colon during a cold polypectomy procedure performed on (B)(6) 2022. During the procedure and inside the patient, the device could not cut the target polyp. They tried regrasping the polyp but it could not be excised. The procedure was completed with a non-bsc product. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. (B)(4).